Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist contacted evolve via email stating that he would like sds sheets for our products after one of his patient's had an allergic reaction. Contacted the dr. Who informed me that the patient had completed their initial whitening in 2016 with no issues. After one night of maintenance whitening they experienced swelling of the lips and red gingiva on (B)(6) 2017. Within 3 days the symptoms had subsided. The patient took benadryl for the swelling. Informed dentist to instruct patient to discontinue use of the kör desensitizer indefinitely.